Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the hard drive and the general purpose operating system and reloaded the software and the calibration files. The system was tested and found to be working as intended and put back in svc.